Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2011 with a bifurcated and suprarenal aortic extension. Subsequently, during a routine follow up on (B)(6) 2016, physician noted an endoleak which seemed to be a constant type 2, causing sac expansion. Physician elected to correct via open repair. Upon opening the sac, a hole in the main body was noted. The device was explanted and patient was fixed via open graft repair. Patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, a clinical assessment was not completed due to patient medical records and images not received for evaluation. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices were not returned, therefore evaluation was not performed. Based on the information available the root cause of the reported event is unknown.